Event description:
Pt passed and the hospital wanted to know what the alarm limits were set on the monitor. Customer has limited information on the pt and the situation.

Manufacturer narrative:
A philips field service engineer, (fse) went onsite and noted the involved information center speaker had detached from its mount and was found lying on the floor, but was still connected to the device and providing sound. The fse remounted the speaker and secured its position on the desk and adjusted the minimum device volume to a level of 6, from a level of 3, which was deemed by the customer to be too low for a minimum level during the daytime environment. Logs were collected and reviewed which revealed that a life-threatening asystole alarm occurred at 11:12 am, which was silenced by a user at the bedside. The alarms remained active until they were suspended at 12:20 pm. The device remains fully operational and in use at the customer site.